Event description:
Health professional reported the removal of a band and port due to an alleged "erosion." Health professional has declined to provide any additional info at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion." "Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."